Manufacturer narrative:
Concomitant medical products: adult aspirin ec low strength; folic acid; hydrocodone-homatropine; multivitamin; valium. (B)(4).

Event description:
On (B)(6) 2014, the patient was treated for an abdominal aortic aneurysm with several gore&#59397;excluder&#59393;aaa endoprostheses featuring c3&#59396;delivery system. It was reported on november 17, 2014, the patient underwent another procedure and a contralateral leg component plc231200/12590904 was added. Imaging revealed a proximal type I endoleak resulting in aneurysm growth of 3-4 mm. On (B)(6) 2016 an aortic extender component (pla280300/13670639) was implanted proximally to the existing device. The endoleak was resolved and the patient tolerated the procedure. Upon further investigation it was revealed the device lost apposition due to the aortic neck angulation.